Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the cautery pencil, caught fire at the tip of the handpiece. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2019. Investigation summary: 1 each 0012 lot 183800 was returned for evaluation. The pencil was not returned. During visual inspection charring debris on the blade and the entire length of the blue insulation. Also found charring debris on the edge of the blue insulation where it meets the shaft. The most likely cause is that the pencil/electrode was exposed to excessive fluids/tissue that were able to be pushed inside of the pencil by evidence found on the electrode that the fluids/tissue was found on the section of the electrode that would have been encased inside the pencil¿s nose. The nose cone has been developed for this type of occurrence, which would prevent fluids passing from the nose of the pencil into the internal pencil. The instruction for use instructs the user to clean the electrode to prevent buildup. The complaint is confirmed as use related. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.